Manufacturer narrative:
White residue was found in one of the gas ports of the customer returned oxygen manifold. For the functional test the manifold was tested for leaks. All leak tests passed. Each check valve at the three inlet ports opened at pressures below 0.5 psi. No failure was found.

Event description:
The customer reported a faulty o2 manifold check valve. No patient involvement reported.